Event description:
Customer reported that the insulin pump was resetting itself three times per day. Customer also reported receiving two separate error alarms. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No unexpected error alarm were noted during testing. The insulin pump passed the displacement test, self test and reset error test. Error alarms were noted in the history due to a corrupted history file. The insulin pump had a cracked display window, cracked case at the display window corners, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.